Manufacturer narrative:
There was no allegation that our device caused or contributed to the pneumothorax. Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approximately 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.

Event description:
The site reported that they had performed a case at the site that produced a pneumothorax. The pneumothorax was reportedly caused by sampling with a forceps at the pleura of the left lung. The doctor stated that the pneumothorax was not related to the superdimension system. The forceps they used during the procedure was not superdimension product. It was reported that the patient received a chest tube and later left the hospital after 3 days. The patient is currently doing fine.